Event description:
It was reported that the 8800 system intermittently displayed an emergency switch activated error message and the system could not be used. Reboot cleared the system and it worked as expected. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported failure could not be duplicated. As a proactive measure, replaced both fast stop switches and the power motor relay pcb. The system was tested and found to be working as intended and placed back into service.